Event description:
Report received indicated that during a percutaneous transluminal angioplasty to a shunt anastomosis the balloon was reported to have ruptured. The vessel had severe tortuosity with 90% stenosis present. The guidewire was inserted across the lesion via a sheath introducer without any difficulty. The device was prepared and used following the instruction for use (IFU). The percutaneous transluminal angioplasty (pta) balloon was advanced and placed at the lesion site. The pta balloon was inflated using an indeflator, however the balloon ruptured at 4 atmospheres. The pta balloon was retrieved and another balloon catheter was used to end procedure successfully. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.